Event description:
The patient was prepped and draped on the or table in lithotomy position. No one was touching the controls and the table started turning to the right side, going into trendelenburg, foot of table raising and unlocking itself at the same time. The table was placed back into the proper position, but it continued to try and change positions. The power was removed from the table and the table was replaced. Biomedical services found a defective control. The faceplate to the control had shifted which caused a pinched switch. No broken parts were found. The faceplate was properly positioned, assembled and all positions tested within specification.